Event description:
A nurse at the user facility reports a scratched intraocular lens (iol) found when the case was opened. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.